Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Correction: d4 expiration date was inadvertently added. Updated fields: d4, d8, d9, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: the light guide bundle at the insertion section is slightly interrupted, weakened and worn. A definitive root cause could not be identified. Based on the results of the investigation, the newly identified malfunction was caused by a component failure of the light guide bundle. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported the subject device had dark and black image, insufficient brightness during set up / inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.